Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture and sensing was observed on the right atrial (ra) lead. X-ray imaging was performed and revealed ra lead dislodgement. The event was resolved by repositioning the ra lead. The patient was in stable condition.